Event description:
It was reported that the right atrial (ra) lead exhibited variable thresholds as well as an increase in thresholds. The ra lead was reprogrammed and remains in use. The patient is a participant in a clinical study. No patient complications have been reported as result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.